Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the treatment of an abdominal aortic aneurysm in 2001. The aortic neck length measured 4-5cm. The iliac vessels had moderate tortuosity and little calcification. The physician reported that the stent graft was inserted through the right common femoral artery and passed over a guidewire. The stent graft was positioned in the area just below the right and left renal arteries. Multiple aortograms were performed to identify the correct location. Once the intrarenal position was confirmed, deployment of the stent graft into the right common iliac artery was completed. The left femoral artery was accessed and a 15mm diameter x 11.5cm length contralateral limb was successfully deployed in the proximal left common iliac artery. The physician reported that there was good apposition if the interposed links on the modular components, and the graft end was only inside the left common iliac about 1.5-2.0 cm length; therefore, it was decided to place a 15mm diameter x 5.5cm length extender cuff 1.0-1.5cm proximal to the common iliac bifurcation. A 14mm pta balloon was used to seal the areas of the modular components along the contralateral limb and similarly to seal the right limb landing zone in the common iliac. A 10mm pta balloon was used to smooth the turns in the narrow areas of the orifice of the left common iliac. The completion arteriogram showed excellent results with no endoleaks present. The physician reported that the pt tolerated the procedure well. The next day, the pt developed right leg arterial ischemia and subsequently returned to the operating room. An exploration of the right common femoral artery revealed a lack of good pulsatile flow of blood. The physician confirmed that an intimal dissection of the right common iliac artery occurred during the passage of the endovascular stent graft device on the day preceding. The occlusion of the right common iliac artery occurred secondary to intimal plaque dissection with thrombosis. The physician attempted to stent and pta balloon the area of intimal dissection, however inflow to the right common artery was poor. Consequently, a femoral-femoral bypass was performed using a ptfe graft. The physician reported that the pt had such severe atherosclerosis that there was very severe stenosis of the origin of the superficial femoral artery off the common femoral artery; therefore, a patch arterioplasty was done of the right common femoral artery and proximal right and superficial femoral artery using the ptfe graft. After completion of the procedure, there was an excellent pulse in both groins with good doppler flow in the superficial femoral and profunda femoris artery bilaterally. There were good posterior tibial pulses present in both ankle regions. It is reported that the pt tolerated the procedure well and is fine.